Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited no image on screen, chipped rear cover, corrosion on coupler, failed leak test between rear cover and cos ring. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the no image on screen was due to bad cable. The most probable cause of other malfunctions identified during investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.